Manufacturer narrative:
Isi contacted initial reporter from (B)(6) university. They indicated there were no reported malfunctions of the davinci s system, instruments and/or accessories during the surgical procedure. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the system logs showed no system malfunction occurred during the procedure performed on (B)(6) 2012.

Event description:
It was reported that post a successful davinci s prostatectomy procedure, the planned surgical procedure was completed without any problem and/or malfunction of the davinci robot system. The patient suffered an abdominal pain and had to be transferred by an ambulance the next day. The doctor observed that the patient had bleeding from the inferior epigastric artery. The doctor decided to perform an open hemostasis surgery. The patient recovered well enough to be able to be discharged as scheduled on the (B)(6).